Event description:
It was reported that the bd¿ sedi-40 had a mixing error. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the mixer was not working as a result of stickers and dust buildup. The instrument repair was performed and upon completion, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on the evaluation of the instrument, the customer's indicated failure mode was observed. Root cause description: the root cause was attributed to stickers and dust buildup within the mixing compartment of the instrument. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sedi-40 had a mixing error. There was no report of exposure, injury, or medical intervention.